Manufacturer narrative:
Device was not available for evaluation.

Event description:
It was reported that the brakes do not function on the bed. Information regarding product identification and additional defect details were not provided. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.